Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip was explanted and was not reported as returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement of the clip and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4. Two clips were implanted successfully reducing mr to 2. To further reduce mr, a third clip was advanced, when the mitraclip delivery system (cds) was in the left ventricle, the clip rotated. When attempting to re-orientate the clip; the clip got caught in chordae. The clip was eventually freed from chordae and was implanted, however a chordae rupture occurred. Mr returned to 4. Mitral valve replacement was performed. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no other incidents reported from this lot. The reported patient effects of tissue damage and unchanged mitral regurgitation (mr) as listed in the mitraclip ntr/xtr system instructions for use, are known possible complications associated with mitraclip procedure. All available information was investigated, and a definitive cause for the reported unintended movement could not be determined. The reported difficult to remove appears to be a cascading effect of reported unintended movement. Additionally, patient effect of the reported tissue damage appears to be due to procedural circumstances and unchanged mr appears to be due to reported tissue damage. There is no indication of product quality issue with respect to manufacture, design or labeling.